Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: the power distribution unit for this x-ray system started smoking during a procedure with the patient on the table. The main power input to the unit was shut down and the patient was removed from the room. There was no harm to the patient.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.